Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv pacing impedance dropped below 200 ohms three times in the last month. Impedance was ranging around 500 before. Latest iegm from (B)(6) 2021 looks like there could be noise on the rv channel. Recommended evaluating lead in person. Device remains implanted.